Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 12. There was no reported impact to the customer¿s blood glucose level, as the caller declined to answer if levels exceeded 500 mg/dl. In response, the customer chose to continue using the current pump and carry multiple daily injections as a backup. Technical support arranged for a replacement pump with updated software to be sent to the customer, instructed on storage and return procedures for the problematic pump, and confirmed details of the delivery.